Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent an unspecified breast implantation procedure with a saline mentor smooth round high profile 380cc breast implant and experienced capsular contracture baker grade IV on the right side post-operatively. As a result, the patient underwent removal and replacement with a mentor saline breast implant (serial number 7744616-036) on (B)(6) 2021.